Event description:
It was reported that during a catheter revision and partial replacement (please refer to manufacturer report # 3004209178-2013-15955), when the healthcare provider (hcp) attempted to connect the newly implanted catheter pump connector there was no flow to the sutureless (sc) connector. Multiple attempts to clear the tubing were made without effect. A revision segment was attempted and the collet connection was bad as one end of the catheter could not feed onto the pin. An accessory kit was used to splice the new catheter to the revision segment with good flow demonstrated. It was noted that the issue was resolved. No patient symptoms were reported that pertain to this event. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4). Implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the 8780 catheter (B)(4) and the 8784 catheter (B)(4) revealed no significant anomaly found; the catheters were returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.